Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions). Suture looping occurs when the surgeon inadvertently wraps or entangles a suture over one of the commissural posts during bioprosthetic valve implantation. This generally occurs because the commissure posts are on the distal ("blind") side of the device while lowering/advancing the valve to the mitral annulus during implantation, and the suture used to attach or mount the bioprosthetic valve to the heart tissue loops around the inside of one of the commissure post tips. Alternatively, additional sutures, which may be used to more securely attach the valve in place after uneventful, proper advancement/placement, can inadvertently get looped around a commissure post due to obstructed visibility. Limited visibility of the distal commissure posts may be exacerbated by minimally invasive surgeries, where incision sizes are small. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to support that a design/manufacturing defect has potentially contributed to the complaint. The root cause of suture looping was determined to be due to procedural related factors. The root cause of stenosis was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including coronary artery disease, diabetes mellitus, chronic kidney disease and hyperlipidemia. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (component code).

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, d4 (UDI number), d5, h3, h5, h6 (health effect - clinical code, device code, investigation findings, investigation conclusions). Additional information was received from the customer and the file was reopened for investigation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Event description:
It was learned via the implant patient registry and the momentis trial that a patient with a 25mm 7300tfx mitral valve was explanted after a implant duration of four (4) years due to suture looping, moderate stenosis, and mild regurgitation. The explanted valve was replaced with a 27mm 11400m valve. Per medical records, the patient presented with shortness of breath and increase fatigue, pre-op tee revealed mitral valve had restricted appearing anterior leaflet with normal movement of the posterior leaflet, moderate ms with a mean gradient 6mmhg, and mild mr. The patient underwent redo mvr. Intraoperative findings showed mitral leaflet stuck - likely due to suture material and posterior leaflet tissue around post causing leaflet to get stuck. A 27mm 11400m was implanted with pledgeted sutures and secured with cor-knots. Post implant tee showed good function. The patient tolerated the procedure well and was taken to the surgical ICU in stable condition and was discharged home on pod #7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 25mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of four (4) years due to unknown reasons. The explanted valve was replaced with a 27mm 11400m mitris valve.